Manufacturer narrative:
Product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however, the customer stated the patient was a neonate patient.

Event description:
It was reported that the maxzero connector leaked when in use with the syringe 3 ml. Due to the leak, the patient did not receive the complete antibiotic dose, which delayed care. The medication was reordered and administered approximately 1 hour later than ordered. The customer further stated that there were no adverse effects caused to the neonate patient from the event.